Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal rca, one endeavor sprint rx drug-eluting stent was implanted at the proximal lad. One endeavor sprint rx drug-eluting stent was implanted at the mid lad, for treatment of the target lesion and one endeavor sprint rx drug-eluting stent was implanted at the mid lad, overlapping, as treatment of complication/dissection/bailout. It is reported that the dissection occurred after stent implantation.

Manufacturer narrative:
Secondary intervention, add'l stent implanted. Evaluation, results: dissection.